Event description:
This event involved a male patient who experienced problems with battery connections approximately 10 months post heartware lvad implantation. The site reported that the patient had experienced batteries switching from one port to the other and several short pump stops. The two batteries were inspected at the site and poor physical connection to the port was noticed. Additionally, the short pump stops were able to be confirmed by the vad technician via logs files review. The batteries were removed from the patient and a new set of batteries were supplied. The event was addressed without patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (please refer to MFR. 3007042319-2013-00091) submitted for devices related to the same event.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. Functional analysis of the batteries revealed that one (bat025056) of the two returned batteries contained a faulty cell pair compromising the batteries performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00091 and 00092) submitted for devices related to the same event.